Event description:
It was reported that the patient controlled analgesia pump module does not recognize the correctly loaded syringe. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. The actual date of event is unknown. Investigation summary: the report that the pca pump module does not recognize the correctly loaded syringe was confirmed and replicated during the investigation. Syringe detection was performed for both suspect pca modules and the reported issue was replicated. The test showed both pca modules intermittently recognizing the installed 30 ml syringe. A barrel clamp accuracy test was performed and both suspect pca modules were working as expected. The diameter value was observed within specification. A barrel clamp calibration test was performed, and a barrel clamp accuracy test was performed. Results showed both pca modules values closer to nominal value. A syringe detection test was performed for both suspect pca modules. The test showed both pca modules recognizing the installed 30 ml bd syringe as expected. No errors were observed during testing. A review of the suspect pca modules error logs was performed, and no errors or anomalies were noted on the reported event date. A log review was performed with the limited information contained in the pca modules event logs. The pca modules event logs do not contain key press information, volume infused, and programming parameters. Suspect pca module s/n (B)(6): on (B)(6) 2025 at between 8:37 am and 10:05 am several pca dose were requested but not delivered. Between 10:09 am and 10:12 am a bd 30 ml syringe was selected, and the unit was channeled off. The line was successfully primed three (3) times at a rate of 650 ml/hr and a volume to be infused (vtbi) of 2 ml. Between 10:13 am and 10:14 am a pca continuous infusion was programmed and started at a rate of 1 ml/hr and vtbi of 21.574 ml. A pca dose was requested delivered at a rate of 150 ml/hr and vtbi of 1 ml. Between 10:15 am and 10:16 am several pca dose were requested but not delivered. Between 10:18 am and 10:19 am the door unlocked and then locked. A pca bolus dose infusion was programmed and started at a rate of 150 ml/hr and vtbi of 2 ml. Between 10:20 am and 10:21 am several pca dose were requested but not delivered. At 10:27 am the door was unlocked and opened, and a bd 30 ml syringe was selected. The door was closed and locked, and a pca dose was requested and delivered at a rate of 150 ml/hr and vtbi of 0.5 ml suspect pca module s/n (B)(6): on (B)(6) 2025 at 9:21 am the door was unlocked, opened, closed and locked. A bd 30 ml syringe was selected. At 9:25 am a pca bolus dose infusion was programmed and started at a rate of 150 ml/hr and vtbi of 2 ml. The infusion was completed successfully. At 9:29 am a pca dose was requested at a rate of 150 ml/hr and vtbi of 1 ml. The unit was channeled off. The external and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The bd alaris user manual (v12.3.1) states not to use a device with any damage. Send to biomedical engineering for repair. The devices were in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause of the reported concern is being attributed to a calibration issue. Recalibration of the device successfully corrected the observed condition where 30 ml syringes were not being properly recognized. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient controlled analgesia pump module does not recognize the correctly loaded syringe. There was no patient involvement.